Manufacturer narrative:
Exemption number e2019001- permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip entanglement and premature clip deployment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The transspetal puncture was sub-optimal, with a height of 3.7. The clip was advanced into the left ventricle (lv), the cds was below the valve, m-knob was applied to try to correct the position, however the clip became stuck in chordae and in calcified annulus. Troubleshooting was performed in an attempt to free the clip, however the clip no longer closed, and it was observed that the clip had detached from the delivery catheter (dc) shaft. The lock line was removed, the clip remained stuck on the valvular apparatus, and the gripper line was removed. Another clip was implanted reducing mr from 4 to 1. The following day, echocardiogram showed the clip had not migrated and remained stuck in the calcified annulus. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific issue. All available information was investigated and the reported clip coming in contact with the anatomy and clip unable to remove from anatomy appears to be related to patient anatomy/procedural circumstances and due to the sub-optimal transseptal puncture. The attempts to remove the entangled clip from the calcified annulus, likely caused damage to the inner components and resulted in the clip detaching from the device, resulting in the clip unable to close. Therefore, the premature activation and inability to close the clip were related to procedural conditions. While, the foreign body in patient appears to be due to the clip becoming caught on the anatomy, and thus related to procedural circumstances. The reported patient effect of failure to deliver mitraclip to the intended site (foreign body in patient) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.